Manufacturer narrative:
Patient information: information unknown/not provided. Initial reporters telephone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient complaining about halos and distance vision even a year after the implant. Daily activities were not significantly affected. No delay in procedure reported, no medication prescribed, no vitrectomy required, and no sutures were used. The patient's post-operative outcome was not available. No further information was available.